Manufacturer narrative:
Pending evaluation.

Event description:
Pending revision - reason not reported.

Manufacturer narrative:
Corrected data: after review of the event information, this device was not removed. This is not a reportable device.

Event description:
This is one of five products involved with the reported event and the associated manufacturer report numbers are 1038671-2018-00041, 1038671-2018-00043, 1038671-2018-00044 and 1038671-2018-00045.